Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic colonoscopy procedure, the colonovideoscope experienced loss of visualization on the monitor while the device was inside the patient under sedation. An olympus backup device was used to complete the procedure. There were no reports of patient harm.